Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the generator and a portion of the lead were explanted due to "failure". Further investigation revealed that diagnostic tests indicated high lead impedance prior to revision surgery. The physician stated that there were no obvious problems with the vns device during review of x-rays and that there was no known trauma or manipulation of the device. A new lead and generator were implanted. The generator was replaced due to compatibility with the new lead. A cause for the high lead impedance was not identified by the physicians. No pt symptoms were reported. A portion of the lead was returned for analysis and no anomalies were found. The electrode array portion was not returned for analysis.